Manufacturer narrative:
The device was returned to zoll italy for evaluation. The customer's report was observed during review of a picture provided. However, the device was put through extensive testing including full functionality testing without duplicating the report. The device log does not capture display related issues. An internal inspection found the flex cable not fully secured. The flex cable was reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed verticle colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.